Event description:
It is reported that the locking bolt broke while trying to tighten the construct.

Manufacturer narrative:
Information was received form a distributor who is not required to complete form 3500a. This report wil be amended when our investigation is complete.